Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime issue. The reporter indicated that the cartridge was not detected during the prime step. This complaint is being reported because the alleged issue may lead to prime issues or to insulin over delivery if the patient is not disconnected during the load cartridge step. There was no indication that the product caused or contributed to an adverse event.